Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the harmonic ace curved shears instrument in order to perform failure analysis. Therefore, the root cause of the customer reported failure cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. A review of the instrument log for the harmonic ace curved shears instrument (part number: 480275-08, lot number: l90210706-0345) associated with this event has been performed. Per logs, the instrument was last used on nov-30-2021 on system sk0070. The instrument was used for 7 minutes. This is a single use instrument. No image or procedure video was provided for review. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic-neck anastomosis surgical procedure, a piece of harmonic ace instrument broke inside the patient. The broken piece was retrieved during the same procedure. The customer used a backup instrument. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter (nurse) and obtained additional information: the customer did not notice any damage on the instrument prior to use. The broken piece was retrieved with a laparoscopic grasper instrument. No post-operative tests were performed. The surgeon did not notice any issues with the functionality of the instrument. The instrument did not collide with any other instruments or other hard material during the surgical procedure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D11 - intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed/replicated the reported complaint. The instrument was found to have a broken blade. The blade broke at roughly 0.193¿ from the base. Broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of broken instrument blades is typically attributed to mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.